Event description:
It was reported that the insulin pump had moisture damage. The caller stated that the customer was on football practice and the insulin pump got wet in the rain. The customer's blood glucose was unknown. There was fluid under the lcd display of the insulin pump and the buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronic assembly noted. The device was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.